Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by row board cables. A field service engineer reseated the row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer issue where connection failed drawer not on bus. A customer reported an issue occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this incident.